Manufacturer narrative:
CAPA opened; software update planned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system freezes during simultaneous apc and table panning on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.